Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed for the system controller (serial #: (B)(6) ) and the system controller was found to pass all manufacturing and qa specifications. Heartmate iii instructions for use section 2 entitled ¿system operations¿ states ¿the system controller has an internal clock. The clock tracks the timing of system events and monitors the expiration date of the system controller¿s 11 volt lithium-ion backup battery.¿. Heartmate iii instructions for use section 4 entitled ¿system monitor¿ instructs users on how to properly set the clock ¿the system monitor and system controller have separate clocks and can be set independently from each other by selecting "modify." Logs and event history always reflect the date and time on the system controller's clock. To synchronize the date and time on the system controller with the system monitor, press synch.¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of a continuous alarm was not confirmed; however, the clock not being set was confirmed. The system controller (serial #: (B)(6) ) was returned for analysis and a log file was downloaded for review with events spanning approximately 2 days ((B)(6) 2000, (B)(6) 2000 per time stamp). The clock was not properly set throughout the log file; therefore, the exact date and time of the events could not be determined. Due to clock not being set, ¿controller clock corrupt¿ alarms were continuously active; however, per design only alarm on the system monitor. The driveline was disconnected for a system controller exchange on (B)(6) 2000 at 18:04:42. There were no other notable alarms active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing. The clock was not set upon return but was able to be set without issue. The system controller was connected to the mock and was able to operate for an extended operation as intended. Additional provided information communicated on 13oct2021 stated that the patient performed a system controller exchange due to a continuous alarm. Additional provided information communicated on (B)(6) 2022 stated that the alarms resolved with the system controller exchange and that there were no patient consequences. The root cause for the reported event were unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The alarms resolved following the controller exchange. The patient did not experience any adverse impact in regards to this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing a 'black cable alarm'. The patient stated that the alarm had been continuous, and that they exchanged their system controller because they wanted it to stop. The patient did not communicate to anyone that they had exchanged their controller until a few days after the event while in a follow up for blood work. The event log for the new controller captured constant controller clock corrupt events all throughout the log, and the incorrect date until the clock was set via the system monitor on (B)(6) 2021 at 09:52.